Event description:
It was reported that this right ventricular (rv) lead exhibited low, out-of-range (less than 200 ohms) pacing impedance measurements. This resulted in a lead safety switch (lss) to unipolar sensing. In the bipolar sensing mode prior to the lss, over-sensed noise. The patient was seen in-clinic where provocative maneuvers resulted in stable impedance and noise that was not over-sensed. Diagnostic imaging was performed that also did not show any signs of rv lead damage. It was stated that due to the age of the leads and the patients growth (13 years old at original implant), a system revision procedure was being considered. At this time, the system remains implanted and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).